Event description:
During an implant procedure, capture failure was reported. Then the leads were connected to an external psa and normal pacing was observed. No irregularities were identified to the leads. Afterwards the device was reconnected but capture failure was still observed. The device was subsequently replaced.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.